Manufacturer narrative:
The insulin pump had no button error alarm. There was intermittent button response due to moisture damage keypad trace. The pump did not have a frozen screen. However it did have a scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and display anomaly. The blood glucose at the time of the incident was 237 mg/dl. The customer received a button error alarm while programing a bolus. The customer was able to clear the alarm. However the alarm reoccurred; the display froze and the buttons were unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.